Manufacturer narrative:
The device was returned for evaluation. Visual inspection, and screening test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a hole on the surface of the pebax, with reddish material inside, and internal parts exposed. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31547459m number, and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the 106-alert code reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) in the carto 3 system manual contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. For the damage on the pebax, the catheter instruction for use (IFU) contains the following warnings and precautions: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Initially, it was reported that a 106-alert code occurred after the catheter was plugged into carto, and before first ablation (out-of-box failure). A second device was used to complete the operation. There was no adverse event reported on the patient and the catheter was not used in the patient. The 106-alert code and out of box failure were assessed as non-MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, a hole on the surface of the pebax, reddish material inside, and internal parts exposed were observed. This was assessed as MDR reportable with an awareness date of 06-aug-2025.